Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-05-18 indicating that they needed a jumpstart for their stimulator. A manufacturer representative meeting was requested. No further complications were reported.

Event description:
The patient reported that they need their stimulator restarted, as they have not charged the battery in over a year. The patient stated that they need a new physician to help with their device, as they no longer have a current managing physician. The patient mentioned that they would like to have their current battery taken out, and replaced with a non-rechargeable battery. They stated that the location of their battery in their buttocks has been giving them a lot of problems. The patient noted that this has been the 3rd time trying to contact the manufacturer, but no one has returned their calls. They also noted that their husband has a stimulator as well, and needs help with their device. The patient was implanted for non-malignant pain and other non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-07-03 correcting the patient information. The consumer reported that no steps had been taken to resolve the issue of their device being in a bad spot and that it needed to be moved. The patient had an appointment with a new physician on (B)(6) 2017 and wanted a representative to be there. The patient again mentioned that they needed a representative to charge the battery. Additional information received from the consumer on 2017-07-05 reported that their battery was dead and was unable to charge. This issue had been occurring for a little over a year. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.